Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, triggered elective replacement indicator (eri). Current battery voltage and charge time measurements were unknown at the time of the reported product experience. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was explanted approximately four months later due to normal battery depletion.